Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone call that the customer's gryphon 2.4mm drill bit failed during a labrum repair due to the device being old and worn. The tip was dull and was leaving metal shavings inside the patients joint. This happened when the procedure was almost complete. All shavings removed, no debris left inside patient. The case was completed with this device. There were no adverse patient consequences or time delay. The device will be returned for evaluation.